Manufacturer narrative:
(B)(4). A companion sample was received. The date received by manufacture for follow up report number 001 should be (B)(4) 2015. Not (B)(4) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of a minicap was dry. This was found by a patient upon opening of the packaging and before use. The reporter stated that the sponge had a ¿brownish color¿, there was no damage to the packaging, and the device had been stored at room temperature. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Device manufactured from 08/08/2014-08/15/2014. A report indicative of a minicap with inadequate iodine was received. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation, however a companion sample was received. Visual and functional testing was performed with no observed defects. The presence of iodine was detected on the sample and the betadine weight check was within specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.